Manufacturer narrative:
(B)(4). This report for a system error (se) 2240 alarm was not confirmed due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was due to air being sucked into the disposable after the home patient (hp) disconnected the patient line from the transfer set. The hp stated she disconnected in dwell 4 of 4 and didn't press stop. The hp confirmed she reconnected. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice (hc) during drain. The hp stated she disconnected in dwell 4 of 4 and didn't press stop. The hp confirmed she reconnected. The technical service representative (tsr) assisted the hp to cycle power to clear the alarm and advised the hp to contact the nurse (rn) to inform of the event. The hp stated she has dry days and did not have manual supplies. The tsr reviewed disconnect procedure with the hp. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.